Manufacturer narrative:
The MFR's service rep performed an on site investigation. The computer was checked, and the viewfinder was calibrated. The system was tested and is operating as intended.

Event description:
The customer reported that the system was sounding an alarm. No pt injury was reported.